Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/27/2016 - the patient's medical records were received. The part/lot information for the head, liner, and cup are being updated.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report #mw5060038 states: hip replacement on (B)(6) 2010. Severe pain in hip, thigh and lumbar spine due to compensation when sitting, getting up and walking and weight gain. Progressively worse; far worse than before surgery. I wished I'd never had it. I felt constant grinding and a popping/plunking sensation. Returned to surgeon with these complaints and was prescribed pain meds and physical therapy which was switched to aqua therapy because the hip and pain were too severe with traditional physical therapy. I really never recovered and began progressively gaining weight from continuous inactivity from excruciating pain and feeling the slipping, popping and grinding scared me. I wasn't able to walk or stand for more than 10 minutes w/out serious pain. I moved from (B)(6) hoping that warmer weather might provide some relief. Pain, grinding and popping and plunking were still worsening with eventual dislocations (several; roughly 5-6x in 5 or six weeks). Finally, after last dislocation, it was revision surgery. My surgeon, dr. (B)(6), told me afterward, "we were stunned that you were able to walk at all. The hip just flopped when you were being moved from the bed to the operating table". He also informed me, that the ball was small and the cup was ''too forward". A severe infection followed requiring an additional surgery, less than two weeks later. I was hospitalized for over a month and needed to undergo 6 weeks of antibiotic infusions 2x daily. My quality of life has been devoid of anything close to normal. My previous diagnosed depression increased as well as relapsing with my recovery from alcoholism. Prior to these horrendously painful years, my recovery from the depression and alcoholism were better than stable. I'm mortified that the physicians in (B)(6) kept telling me the implant was "stable" and couldn't be slipping and popping. And, (B)(6) didn't take me seriously regarding the suffering I'd been enduring and simply assumed that I was "med seeking". My own research regarding revision surgery and infections show that I could have lost my entire right leg. It's been a journey I wouldn't ever wish on anyone. I'm still recovering from these last surgeries (B)(6) 2015. I'm livid, depressed and I believe from the depth of my soul that the manufacturers of this product should be held accountable for the nightmare I've lived. I'm only (B)(6) yrs old. I'm never going to be the same again. I can't even lift or run around to play with my grandchildren. I pray that you'll investigate this company and the pinnacle altrx implant. I really appreciate your attention. Regards, (B)(6). Concomitant medical rx meds: coumadin 9 mg 1x daily,, levothyroxine .175mcg 1x daily,, lamotrigine 200mg 2x daily, 4 wheel walker w/seat shower products (f): chair bedside, otc meds: woman's multivitamin 1x, vit c 500mg 2x, folic acid 400 mg 1x, glucosamine chondroitin 1x, magnesium 500mg 1x, os-cal 500+d. Update rec'd 05/24/2016 and 05/26/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address a series of dislocations on (B)(6) 2015. Upon revision the patient's femoral head, liner and cup were exchanged. The patient's head, liner, and cup are being reported at this time. Also, the patient underwent an irrigation and debridement on (B)(6) 2015 to address cellulitis and an underlying hematoma/seroma. There were no products removed at that time. An additional head is being added the complaint.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the known product/lot combination(s) since release for distribution. Product / lot information for the femoral head implanted at the revision for dislocation is not known. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.